Event description:
The customer reported that there was no live image displayed during fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image intensifier was replaced and adjusted. The system was tested and found to be working as intended and put back into service.